Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported by the surgeon that the patient underwent an adjustable band procedure. Post implantation, the patient was re-admitted in 2008 for vomiting. A gastric perforation was discovered which lead to sepsis and the band was explanted. The patient was admitted to the ICU and has since been discharged home with no further complications. At this time, a new band will not be implanted.